Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the driveshaft was bent, however, the device still rotated. Therefore, the reported condition was confirmed for the bent tip, but not confirmed for the device not spinning. The assignable root cause associated with the bent tip was determined to be due to mishandling (user error) by dropping or hitting the device against something. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the compact speed reducer device was not spinning and the tip was bent. The reporter stated that the event was not related to surgery. There was no patient involvement reported. There were no reported of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred during the month (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.